Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) that replaced the following three parts o2-gas module, air-gas module and o2-sensor. The returned parts were installed in a reference system and the alarm for high o2-concentration was reproduced. Further testing concluded that the air gas module and the o2-sensor were working as expected, i.e. Within specification. Additional testing of the o2-gas module in the manufacture production test system showed that o2-gas module was out of specification. Analysis/tests showed that the issue was caused by the nozzle unit and electronics within the o2-gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit is part of the yearly maintenance program for the device. The received device log confirms the reported problem.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient treatment the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. (B)(4).